Event description:
The staff moved a stretcher into the bed shop that has a note attached 'siderail broken.' I found the patient left siderail assy would not latch because the siderail latch was bent. I removed the siderail latch and straightened it. I reinstalled the siderail latch. The siderail operates and latches normally. No injury reported.